Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display without vibratory alarm. The pump casing was opened and the vibration motor was found to be misaligned. Keypad cover was torn while no tactile issue was found with the buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored and the vibratory feature was not operational. This report is made based on the results of investigation completed on 11/20/2014.